Manufacturer narrative:
(B)(4) - the plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation. Although a temporal relationship between the diagnosis of bacterial e coli peritonitis, subsequent hospitalization and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the liberty cycler and this episode of e. Coli peritonitis. Additionally, the peritoneal dialysis nurse identified the peritonitis was likely related to a breach in aseptic technique/touch contamination and not related to the cycler or peritoneal dialysis treatments.

Event description:
A peritoneal dialysis patient reported being hospitalized for peritonitis. Follow up with the peritoneal dialysis nurse it was indicated that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) experienced an episode of peritonitis requiring hospitalization on (B)(6) 2017 due to patient breaching aseptic technique. The patient experienced a spontaneous serious event of bacterial peritonitis on (B)(6) 2017 and peritoneal effluent culture was performed, the results revealed escherichia coli (e. Coli). The patient was treated with vancomycin (unknown route dose, duration and start date). The peritoneal dialysis nurse reported the cause of the episode of peritonitis was touch contamination i.e. Breach in aseptic technique. The patient was discharged from the hospital recovering and resumed ccpd therapy.

Manufacturer narrative:
Although a temporal relationship between the diagnosis of bacterial e coli peritonitis( from pd therapy), fever, severe abdominal pain ,fluid overload, high leukocytosis, labile hypertension and subsequent hospitalization and the fresenius products exists, there is no apparent documentation that indicates there is a causal relationship between the liberty cycler and this episode of e. Coli peritonitis. The patient¿s CT abdominal imaging showed colonic and sigmoid diverticulosis which may have been contributory to the development of this severe bacterial episode of e.coli peritonitis there is causality between the patient¿s fluid overload, diagnosed pleural effusion, with atelectasis requiring intensified pd therapy every 4 hours and repeated adjustments of the dialysate strength during this hospitalization and the fresenius products exists. Additionally, the pdrn identified the peritonitis was likely related to a breach in aseptic technique/touch contamination and not related to the cycler or pd treatments although in the medical records it is noted this peritonitis event associated with pd, without noted documentation of breaches in aseptic technique or patient noncompliance, patient is prednisone dependent therefore at a higher risk for development of infection due to compromised autoimmune system. Patient¿s condition was noted to be improved and acute peritonitis symptoms resolved on discharge. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
On (B)(6) 2017 51 pages of medical records were received and clinical review is as follows: patient urgently entered emergency department and subsequently admitted to the hospital on (B)(6) 2017. This (B)(6) female with end stage renal disease on dialysis therapy presented with severe diffuse abdominal pain, cloudy peritoneal fluid with a visible white substance in patient¿s connector, pitting edema to bilateral lower extremities and fever. Patient was initially admitted by nephrology service with a diagnosis of peritoneal dialysis associated peritonitis. She was initially started on IV vancomycin and ceftazidime will be resumed/restarted. Antibiotics were changed to intraperitoneal vancomycin and gentamicin by nephrology. Peritoneal fluid culture grew e. Coli that was pan sensitive, vancomycin was discontinued and she is continued on intraperitoneal gentamicin. Patient continued on peritoneal dialysis treatment receiving gentamycin intraperitoneally (ip) and then reportedly had high gentamycin levels so antibiotic was placed on hold per nephrologist. Patient to have a repeat gentamycin level redrawn to determine whether or not continue antibiotics. Anemia workup revealed anemia of chronic disease without signs of hemolysis or bleeding. Patient was transferred to internal medicine service due to hemoglobin (hgb) drop. Patient was transfused with 1 unit of packed red blood cells (prbc) and post transfusion hgb remained stable and without additional blood transfusions required. Additionally, it was noted the patient was receiving intravenous iron infusions on an outpatient basis and has received 3 out of 5 planned iron infusions, the plan of care is to continue on oral iron supplements. The repeat effluent analysis revealed improving white blood cell count from the peritoneal fluid and repeat peritoneal fluid culture including fungal culture is still negative and up-to-date. Final cultures need to be followed up by nephrology as outpatient. Patient underwent a computerized tomography (CT) abdomen /pelvis to rule out secondary causes of peritonitis. Patient's abdominal pain and leukocytosis improved slowly and patient is being discharged in stable condition. As per nephrology patient is to continue intraperitoneal gentamicin for 7-10 days and discussion with internal medicine and the plan is to follow gentamicin levels closely as an outpatient and order patient¿s intraperitoneal gentamicin medication prescription. Discharge diagnosis are as follows: e coli peritonitis associated with peritoneal dialysis, sepsis, anemia of chronic disease, essential hypertension thrombocytopenia. Patient condition noted to now be stable, improving and discharged to home with family without home services on continued gentamycin for prescribed duration, follow up gentamycin levels and lab work, follow up appointments with nephrology and internal medicine